Manufacturer narrative:
The service rep verified problem with customer and scheduled service. Ordered parts. Removed and replaced cine drive, reformatted and verified operation. Unit fully functional and operating as intended.

Event description:
The customer reported an error code displayed, cine disk unavailable. Customer pressing ok to clear error and complete procedures without injury to pts.